Event description:
I had juvederm and volume xc injected under my eyes. The area after the procedure was puffy with pea sized areas under my eyes. I had to have all the filler removed. It took 5-6 treatments to dissolve it all. The nurse that injected the filler also hit the infraorbital nerve which caused severe pain. My face is still numb and burning after post 1.5 years. I am told the nerve is permanently damage.